Event description:
It was reported by the patient of experiencing left sided weakness and pain at implant site. The patient also reported being informed that the lead at the bottom chamber was not working. The lead was scheduled for revision within two weeks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524 lead, implanted: (B)(6) 1993. (B)(4).